Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis, however, the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 using the pod 5 / pages 44 ¿ 45: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient's blood glucose levels exceeded 500 mg/dl while wearing the pod between 24 and 36 hours. Patient woke up at 4:00am, vomited, and went back to sleep. At 10:00am, patient woke up and found bg levels over 500 mg/dl. The pod's adhesive failed and the cannula dislodged from the infusion site (arm). The patient's physician was contacted and ordered a 20 unit bolus of insulin be self administered. Thereafter, patient was taken to the emergency room (ER). From the ER, the patient was taken to the hospital and diagnosed with diabetic ketoacidosis. Treatment included intravenous delivery of fluids, and insulin drip, and application of a new pod. Three hours after admission, patient was discharged by physician. The patient had reported a history of pods "falling after being in the swimming pool" and wore a sleeve to alleviate this issue. It should be noted that 10 hours prior to the onset of symptoms, the patient had swam for 45 minutes with said sleeve.